Manufacturer narrative:
The analysis of the battery charger was completed by medtronic personnel. It was reported that the voltages on the output channel were not stable.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The charger board 1 was found to be emitting over voltage. The board and battery were replaced. The imaging system then passed the system checkout and was found to be fully functional. The suspected board was returned for analysis, however results are not yet available. The suspected battery had not been received for evaluation.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that during the servicing of the imaging system the battery charger was discovered to be damaged, and in turn damaged the batteries. There was no patient present when this issue was identified.